Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out, clinicians indicated that after several on/off sessions, the display resumed normal operation. Complainant indicated that there was no pt involvement in the reported malfunction.